Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that on (B)(6) 2014 around 8:10 am, a patient collapsed beside his bed. The patient in the bed next to him witnessed this event and informed the staff of the hospital ward. Thereupon the patient had to be resuscitated. The patient is doing better now. He was monitored by an m300 which reportedly did not alarm while this event happened. The ECG waves of the patient ran without interruptions until the m300 got disconnected. A 5-wire ECG-lead was used. In reference to the event reporting 14 asystole events with a normal alarm had occurred during the night. The monitor m300 is connected to an ics with kvm switches. During the complainant's stay on (B)(6), 2014, the inspection of the alarms of the monitor was error free. No parts were replaced.